Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using stago neoplastin reagent. At 9:14 am, the result from the meter was 7.8 inr. At 2 pm, the result from the laboratory was 3.8 inr. On (B)(6) 2018 at 5 am, the result from the laboratory was 3.1 inr. At 8 am, the result from the meter was 6.8 inr. There was no allegation of an adverse event. The nurse believed the therapeutic range was either 2.0 to 3.0 or 2.5 to 3.5 inr. The patient had no hematocrit issues, no antiphospholipid antibodies, no other blood thinners, no new illness, no diet change, and no abnormal bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 266839) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s meter was returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.